Event description:
Narrative: user facility reported that during a coronary angiogram on a patient with acute myocardial infarction, approximately 5 - 8 ml of air was injected into the patient. The patient experienced chest pain, st segment changes, abnormal heart rhythm (bradycardia, ventricular fibrillation), and blood pressure below <90 mmgh systolic. The patient was hospitalized after the event and was discharged on (B)(6) 2012. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cms2000, and consumables kits used during this event were requested to be returned to acist for testing. Upon completion of testing, a follow-up report will be submitted to FDA.